Event description:
Patient was implanted on (B)(6) 2010, without complication. Seen for follow-up on (B)(6) 2011, without any observed complication and normal wound healing. On (B)(6) 2011, patient noted a loose implant, was seen by a physician who observed granulation tissue and loose implant. Was seen again on (B)(6) 2011, when physician attempted tightening of the implant and then noted that the implant did not integrate in the bone. Implant was removed without incident. Patient is using antibiotics and will be seen for follow-up (B)(6) 2011 to consider re-implantation at that time.

Manufacturer narrative:
The implant has not been returned to oticon medical at the time of this report. There are no indications that the occurred is a result of manufacturing or component failure. The event is known to occur, based on known facts for titanium implants intended for osseointegration.